Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. An alarm log review, visual inspection, and functional testing were performed. An occlusion alarm was not identified during testing; however, the device was found to present an f-38 alarm during evaluation. The cause of the f-38 alarm was determined to be inoperative force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an occlusion alarm. This event occurred before use. There was no patient involvement. No additional information is available.